Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After troubleshooting, the cartridge alarm became inactive, and the customer was advised to follow up if further assistance was needed.